Manufacturer narrative:
G4: 15oct2020 b4: (B)(6)2020. The customer reported that they had a touch screen failure. The touchscreen assembly was not returned for evaluation. The central processing unit (cpu) board was receive for evaluation. Visual inspection of the returned component did not reveal any signs of damage or contamination. The returned cpu board was attached to a test ventilator for failure investigation. The test ventilator passed all testing and operated within the manufacturing specifications. There was no fault found on the returned component. The product meets the specification.although requested, the information regarding the patient identification and information was not provided by the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 09mar2020 b4: (B)(6). The device was evaluated the field service engineer and the reported issue was confirmed, but intermittent. The field service engineer stated that the screen would freeze and the unit could not be turned off. The field service engineer replaced the touchscreen assembly and main central processing unit (cpu) card to address the reported issue. The issue has been resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14jan2020.

Event description:
The customer reported that the device had touchscreen failure. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.